Event description:
Complainant alleged that during sales demonstration, the device displayed error message code "ECG fault 4" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.